Manufacturer narrative:
(B)(4). This product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the reason for repair is no lights & alarming. The key failure regarding the alarming status is a 4 way valve that is not shifting fully. Additional failure is a missing screw. Based on part number, this screw is only located on the pcb to hold it to the back of the control panel. If the screw is missing, the lights on the pcb panel may not be close enough to illuminate through the control panel. The missing screw is the key failure and underlying cause to the lack of lights. The lack of visual indicator issue is a reportable event which is the basis of this 3500a.